Manufacturer narrative:
Additional information: section d4 (serial no) has been updated to (B)(6) from unk based on the returned product. Section h4 (device manufactured date) has been updated based on the returned product download the reported meter has been returned and investigated with retained batteries. Visual inspection was performed on the returned meter and no issues were observed. The meter did power on with button depression and insertion of retained strips. An error message was observed on the meter display during the investigation therefore the meter was sent for further investigation. The meter was de-cased. Visual inspection was performed on the circuit board and corrosion due to liquid contamination was observed on the circuit board. This issue is not confirmed to use. An extended investigation has also been performed and there was no indication that the product did not meet specifications. Dhrs (device history review) for the freestyle lite meter were reviewed and the dhrs showed the freestyle lite meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer's wife reported a "connected to pc" message displayed on the adc blood glucose meter. The customer subsequently experienced chest and abdominal pain, and seizure, and was taken to the emergency room. The customer was treated with glucose via IV. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, the product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that the freestyle lite meter continues to be safe, effective, and perform as intended in the field. A tripped trend review was conducted for the reported complaint and freestyle lite meter; no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The customer's wife reported a "connected to pc" message displayed on the adc blood glucose meter. The customer subsequently experienced chest and abdominal pain, and seizure, and was taken to emergency room. The customer was treated with glucose via IV. There was no report of death or permanent injury associated with this event.